Event description:
Two subject devices were used during a total laparoscopic hysterectomy. After about 30 minutes use, probe damage error message was displayed. The probe of the first subject device was broken when the user withdrew the device from the patient body. The probe tip fell off outside the patient. The procedure was continued with the second subject device. Some error messages were displayed but the user completed the procedure with the second device. As a result of evaluation of olympus, it was found that the ptfe pad of the second device was severely worn away. There was no patient injury reported. This report is regarding the second subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away and the metal part of the jaw was exposed. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed, with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the wearing of the ptfe pad occurred since the user continued activating output without grasping anything in the grasping section (including after the tissue separated). Please cross-reference the following reports: 8010047-2015-00070.